Event description:
The lay user/patient contacted lfs alleging power issue with the ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter powers on when pressing down on the power button; however, does not turn on by inserting the test strip. The patient was using the correct vial of test strips and the meter is not a new product (out of box). Meter was replaced. The complaint is being reported due to the meter not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.